Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left upper quadrant chest pain, pulsating sensation in "belly" with every beat, and diaphragmatic stimulation. Upon interrogation, the right ventricular (rv) lead was noted to have high thresholds. The rv lead's helix was retracted and it was successfully re-positioned, while a temporary lead was used for pacing. No further patient complications have been reported as a result of this event.